Event description:
It was reported that a customer's pump stopped turning on, even after being connected for over two hours with different cables. There was no reported impact to the customer's blood glucose level. The pump is expected to be returned, and a replacement pump with a new serial number has been issued.